Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 559 mg/dl, 193 mg/dl, and 120 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.